Event description:
It was reported that the implantable cardioverter defibrillator was in backup vvi mode. After device download, normal function was restored. The patient was stable during evaluation.